Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available no further investigation required.

Event description:
It was reported that on 2 instances an unspecified bd syringe¿ was difficult to draw insulin from the vial during routine supply changes. The following information was provided by the initial reporter: contact reports multiple, reoccurring instances where she experienced difficulty drawing insulin from the vial during routine supply changes; contact details, upon retracting the syringe's plunger, she was unable to extract insulin as expected. Contact states that the issue began "soon after completion of initial pump training" (cts set an appx event date of ~(B)(6) 2018, 1-day ahead of ipt (B)(6) 2018). Contact was unable to recall details on what specific components were exchanged during the course of self-troubleshooting, but was ultimately able to fill a cartridge with insulin then resumed insulin from the pump without further issue. Contact's purpose of call was to procure replacement syringe body/needle tip assemblies, as all affected components had been discarded and is without additional supplies to fill subsequent cartridges. Cts sent 10pk t:lock cartridges to assist with wasted cartridge fill supplies, and advised to call back if the issue reoccurs, so troubleshooting may take place to identify the root cause of the issue. Contact acknowledged, and was satisfied. Contact states this issue caused no injuries and posed no negative impact to the customer's bgs contact showed no further concern, stating she will have procured sufficient supplies before their next routine supply change becomes due.